Event description:
Reentered due to complications and found hardened piece of film [post procedural complication]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a company representative regarding a female pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt had seprafilm placed at the time of a cesarean section (c-section). The physician had to "re-enter" the pt due to complications two weeks later. When they re-entered, they found a hardened piece of seprafilm. The action taken with seprafilm was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.